Manufacturer narrative:
Batch review performed on 14 april 2026: lot 2208386: (B)(4) items manufactured and released on 21-jul-2022. Expiration date: 2027-jul-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had knee instability and the cause is unknown. There was no indication of trauma as a contributing factor. At about 2 years and 2 months post primary the surgeon revised the 12mm insert to a 14mm insert for increased stability. The surgery was completed successfully.